Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned deployed with the incorrect plunger needle assembly. The received plunger had the anterior needle engaged with an anterior cuff with the link attached. However, the device received still had both of the cuffs loaded in the respective foot pocket with the link attached to both cuffs with slack in the link. The slack in the link indicated the foot had been deployed. The suture was complete with the posterior needle tip attached and both were undamaged. The foot did not present any damaged to either, the anterior or posterior foot and it was verified that both the anterior and posterior cuffs were loaded in their respective foot pocket. A proxy plunger was used in place of the returned plunger for plunger/needle insertion and needle trajectory testing. The test was successful with the anterior needle engaging the anterior cuff and the posterior cuff was ejected from the posterior foot. Based on the test results and the analysis of the components the reported suture break is not confirmed; however, an anterior and posterior needle to cuff miss was found. A cuff-miss can be influenced by many factors, including, but is not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. No patient anatomical information was provided that may have assisted in the investigation and the determination of a possible root cause. Each device is checked twice for proper needle trajectory during manufacture. A cause for the reported suture break could not be determined based on the investigation. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the suture broke. Another proglide was used with the same results. The method used to achieve hemostasis was not specified. There was no adverse patient sequela. Though requested, no additional information was provided.